Event description:
It was reported two screws fracture. Tooth location #44, 45. 2 gold-tite screws broke in this patient without explanation. The screws have already been replaced. The procedure was completed using two other screws.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: iunihg, certain gold-tite hexed screw, lot: unknown. H4: device manufacturer date: unknown / not provided.